Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump battery was depleting quickly. Reportedly, the customer continued to use the pump for insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.